Event description:
It was reported through the stryker facebook page, "have stryker 3 times on each knee , still hurts." This pi covers the patient's left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.